Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a knot manipulator broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The rep states that this device was his loaner instrument; it has been in good use for well over 2 years and has seen a considerable amount of service.

Manufacturer narrative:
There were no patient consequences due to this issue, nothing is being returned for evaluation, not lot number was able to be supplied and the device is over 2 years old. We attribute the devices condition to fair wear and tear through age/usage. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.